Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year old caucasian female patient underwent breast prosthesis implantation surgery with two 550cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade 3-4). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2022. During the surgery, it was discovered that the left breast implant was also ruptured. Subsequently, the implant was replaced with a (left) 550cc mentor memorygel breast implant (catalog: 3505504bc lot: 9749726 sn:(B)(4).

Manufacturer narrative:
On october 19, 2022, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2022. On october 25, 2022, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.